Event description:
Rptr stated that caller from facility reported that the volume and specific gravity displays on station 1 were showing only partial segments. He had rubbed his thumb over the displays without correcting the situation. The rptr asked the caller if this occurred during compounding or after, and the caller said after. Caller was advised not to use the unit, which was sent to the MFR for eval. No pt involvement.